Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. A series of electrical tests were also performed, and again, normal device function was observed. A review of the memory log during analysis, found no irregularities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the patient's death. The episodes that occurred prior to patient's death had overwritten electrograms and were unable to be reviewed.

Event description:
Boston scientific received information that the patient with this device had been hospitalized subsequent to a ventricular tachycardia (vt) episode which reportedly had not been treated by the device. The patient was syncopal, requiring external defibrillation along with CPR. The following day, the patient passed away. The cause of death is not known at this time. The device has been explanted and is intended to be returned for a post-market analysis; however, it has been reported that the device was not deactivated post-mortem thus, data review will likely be inhibited by overwritten system activity. Boston scientific's internal technical services (ts) reviewed device data confirming a battery status of middle of life (mol 2). The leads electrical data and thresholds were stable and in-range, up to the date of the patient's death. The arrhythmia logbook showed numerous episodes. As mentioned, a lot were dated after the patient¿s death as the device had not been deactivated. The vt/vf episodes that occurred prior to patient's death had overwritten electrograms. The device is still intended to be returned for analysis.